Manufacturer narrative:
There is no indication of any system or component failure and the communication issues reported appear to be directly related to the location of the implant in relation to the patient's body habitus. It is unclear if the ipg was placed in a less optimal position initially or if the patient's experienced weight or other physiological changes after implant that may have impacted the tissue quality around the device and contributed to the communication issues. The system was replaced out of caution to avoid any potential damage that may have from handling during the repositioning. The explanted components were not returned to the firm and are unavailable for further testing or evaluation by the firm.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator (pns) system on (B)(6) 2022 and subsequently complained of an uncomfortable pressure at the incision site. Physician determined that the implantable pulse generator (ipg) was positioned over a spinous process and that was leading to the patient's discomfort. Surgical procedure was performed on (B)(6) 2022 to move the ipg to a more comfortable position for the patient. See MDR 3015425075-2023-00145. After the revision procedure, the patient reported that they sustained a fall and subsequently experienced reduced efficacy of the nalu system. Investigation found migration of an implanted lead. Rather than perform a second revision on the existing system, the patient and physician elected to remove the system to allow for full healing. A full system explant was performed in (B)(6) 2022 (see MDR 3015425075-2023-00173) and the patient was re-implanted with a nalu pns system on (B)(6) 2023. The new system was placed such that the ipg is in the lower back area and the leads targeted the cluneal nerve. On (B)(6) 2025, more than one year after the implant, the patient contacted nalu product support to request assistance with communication issues between the ipg and the external therapy discs. Evaluation found that the ipg was implanted in a location of the lower back that fell underneath a roll of tissue, causing excess tissue to fall between the ipg and the external components, which led to intermittent communication and thus lack of pain relief from the system. On (B)(6) 2025 the existing system was removed and a new nalu pns system was placed in a different location on the patient's back so as to avoid excess tissue and skin rolls.